Event description:
It was reported that the pt experienced stimulation in the wrong location. The pt's stimulation "jumps" from his right leg to his left leg. The pt could not always get the stimulation re-adjusted to go back where it was needed. There was no known accident or incident related to the event. The pt was at home in good condition at the time of the report.

Manufacturer narrative:
(B) (4).